Manufacturer narrative:
Main pcb assembly, physio-control evaluated the device and observed that it would not complete the power-on self test. Physio replaced the main pcb assembly, and then observed proper device operation through functional and performance testing.

Event description:
Found during testing/inspection. According to the reporter, the device would not fully boot up when the power button was pressed. There was no patient associated with the reported event.